Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/3.0 mm balloon ruptured at 16 atms on the second inflation. (The number of atms reached on the initial inflation is unknown). The lesion being treated was a calcified, 95% stenotic lesion in the left circumflex coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'